Event description:
Procedure performed: laparoscopic gastrectomy event description: hospital "the clips were not loaded. The device was replaced with a new device." Product is available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing and no visible non-conformances were found. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic gastrectomy. Event description: [hospital] "the clips were not loaded. The device was replaced with a new device." Product is available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.